Event description:
Procedure type: hernia. According to the reporter: the patient underwent a laparoscopic repair for a bilateral inguinal hernia. On their 6 month follow-up, the patient indicated a score of "5" indicating disabling symptoms for the following areas on the carolinas comfort scale - pain while laying down, pain while bending over, pain and movement limitations while sitting up, pain and movement limitations while performing activities of daily living, pain and movement limitations while coughing, pain and movement limitations while walking, pain and movement limitations while walking up stairs, pain and movement limitations while exercising. To date no description of treatment has been provided by site. To date no description of resolution to injury has been provided by site.